Event description:
It was reported that approximately four months after a cardiac resynchronization therapy defibrillator (crt-d) changeout procedure, a pocket infection was noted with leads extruded through the patient¿s skin. The crt-d system was explanted. During the explant procedure following the right atrial (ra) lead and right ventricular (rv) lead removal a small pericardial effusion which was developing posteriorly was noted on the transesophageal echocardiogram. After watching for a period of time it was noted that it was getting larger. Treatment was performed for the pericardial effusion and fluid was removed. The procedure was completed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 511212 lead implanted (B)(6) 2015 dtma1d4 crt-d implanted (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.